Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject events can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures, the nozzle was flushed with air and water and there were no abnormalities in the pre-cleaning accessories. Regarding manual cleaning: the customer reported the air/water nozzle was flushed with detergent and the nozzle was wiped down. There were no abnormalities in the manual cleaning accessories. Visual examination identified the following additional issues: the bending section cover adhesive was cracked and had a cloudy area; the color ring was cracked; the adhesive around the objective lens had a cloudy area; and the adhesive around the light guide lens had a cloudy area. Examination showed the following components had scratches: image guide protector; universal cord protector; connector cover; and connecting tube. Functional testing was performed; this showed the up/down knob could not be securely locked due to a worn lock engagement lever. In addition, the foreign material stuck in the nozzle caused the device to fail specifications for water supply volume and water removal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lusera colonovideoscope had an air supply blockage that was found during procedure. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Olympus requested additional event information and the customer could not obtain any information about the procedure or the patient. No adverse effects to patient reported.